Event description:
Reporter noted tip of 25 gauge trocar broke off and fell into patient's eye when trying to remove trocar from eye. Removed tip with 25 gauge forceps; no patient injury occurred. Sample was discarded.

Manufacturer narrative:
Product was not available for evaluation.